Event description:
Charite artificial disc implanted at l5/s1 was revised and removed. It was replaced with an ulrich cage and posterior hardware. It was reported that the patient developed post-op pain and the charite had moved posterior. Implant was disposed off and not made available to depuy spine.

Manufacturer narrative:
Information is limited at this time revising surgeon was not the implanting surgeon. Additional information has been requested. The device is not available for evaluation and the lot numbers not known at this time. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.